Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Visual examination, electrical testing and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead exhibited high pacing impedance. As a resolution the rv lead was not implanted, and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.